Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The lm reported that the most probable causes for the reported event are as follows: additional information from the customer states there were no other devices involved or replaced during the event. The procedure was completed with a different device (product information is unknown). There was no procedural delay, medical intervention or patient injury associated with this event. A light source was also being used (product information not provided). The device was inspected prior to use, nothing was noted. There were no error codes associated with this event. The connections and cables were checked and were found to be correct and securely locked. The cable was not noted to be kinked or coiled while in use. It was speculated that the point occurred because the cable could not communicate between the server and the camera head due to a broken cable. The product shipment record was checked, but there was no abnormality in the device. Cable breakage may be due to the user's handling. The legal manufacturer reported it was confirmed that the contents described in the instruction manual regarding cable damages, the contents of the instructions for use at the time of shipment of the product were checked. The following entries are provided. Thus, it is judged that the indicated phenomenon can be prevented. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. · the camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Results of checking the actual product.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The issue was determined to be caused by a faulty cable unit. The device was returned to the customer unrepaired, per the customer¿s request.

Event description:
The user facility reported to olympus that they were not able to take pictures with the imaging system. The issue was identified during preparation, prior to the procedure. There was no patient involvement.